Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that both the right atrial (ra) and right ventricular (rv) leads exhibited oversensing noise, resulting in an inappropriate mode switch on the ra lead and pacing inhibition on the rv lead. Programming changes and an isometric test were suggested; however, no changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.